Manufacturer narrative:
Customer returned to the MFR two, unopened samples from the above listed lot numbers. The customer could not confirm which lot number was involved in the reported event. Samples from both lot numbers were evaluated and the failure could not be reproduced under simulated use conditions.

Event description:
Customer reported that cap of the mdi adapter does not stay on. Customer stated that because of this issue, a pt was not getting his volumes. Due to pulmonary hypertension and other conditions, the pt was concurrently receiving nitric oxide through a inomax ds machine connected to the puritan bennett 840 ventilator circuit. Inomax would alarm due to the volume loss as a result of the mdi adapter cap popping off. Customer reported that the inomax stopped delivering nitric oxide automatically because of the low volume delivery. Pt started to desaturate. Therapist taped cap on mdi adapter.